Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a lar on robot that not much skeletonization was done prior to closing down and firing on tissue but walked through steps, and she fired device correctly. Noted donuts were perfectly formed, the bowel was prepped pre-op along with a betadyne wash out. Anastomosis was tested via colonoscope to check for bubbles. No leak noted. The patient was brought back with an anastomotic leak.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Colon cancer what surgical procedure was performed? Lower anterior resection on robot did the patient receive any preoperative chemotherapy or radiation? Not recalled were there any issues experienced with the device in the initial surgical procedure? None what healthcare professional fired the device and what is his/her experience with the device? Gloria jackson, rfa, limited experience with firing powered circular stapler but has fired in the past where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 15 seconds to fire but did not tighten any further prior to firing. We did in service with doctor and gloria after notification of leak on odp were there any issues with device use/firing? None what confirmation was received that the device completed the firing sequence? Green check ¿ was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 1/2 turns was there any difficulty removing the device? None was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Yes, 2 intact donuts noted post firing were there any issues noted with staple formation? If so, please describe the shape and location. None noted was a leak test performed? If so, what type and what was the result? Yes, rigid sigmoidoscopy- no leaks noted was the staple line visualized endoscopically during the initial surgical procedure? Yes, robotically how many days postoperative did the leak occur? 2-5 how was the leak identified? Patient came back through the ER what was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? None does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain.